Manufacturer narrative:
The lifevest device involved in this event was not physically returned for evaluation but the ECG data and device performance flags captured by the device during the event were subsequently downloaded for evaluation. Background: a man reportedly died wearing the lifevest. He was using the lifevest after his ICD was explanted due to recurrent infections. Patient report: his mother reported that he died wearing the lifevest but that she was not present at the time of death. She stated that it had been "alarming him all day." ECG and flag analysis: time: 15:15:35, flag/comments: startup of 12/11; time: 15:15:26, flag/comments: in appropriate arrhythmia alarm secondary to ECG signal noise (qrs complexed visible, no vt//vf evident); time: 15:15:40, flag/comments: end of alarm; time: 15:44:54, flag/comments: noise alarm, 2 hours long, due to left ECG falloff detection; time: 17:46:28, flag/comments: end of alarm; time: 17:47:15, flag/comments: in appropriate arrhythmia alarm secondary to ECG signal noise (qrs complexed visible, no vt/vf evident); time: 17:47:51, flag/comments: battery pulled during arrhythmia alarm; time: 11:38:42, flag/comments: startup on 12/29. Conclusion: a man reportedly died wearing the lifevest. However, the device was shut down (by pulling the battery) during an inappropriate arrhythmia alarm. The ECG of that alarm contains visible qrs complexes but no evidence of vt/vf. The battery was not reinserted until 18 days later to download the data from the device. The lifevest may have been on his body without the battery at the time of death. (See scanned pages).

Event description:
The mother of a male patient contacted lifecor customer support to report that the patient had passed away on the device. Support asked about the details of the incident, but she said he was getting alarms all day and she did not know what he did. The system was downloaded.